Event description:
A pt reported experiencing severe burning and redness, right eye, immediately upon insertion of lens on sunday morning. She visited an emergency room due to increased pain and redness after removal of the lens. The medications, including an antibiotic to prevent infection, were prescribed due to chemical exposure of the solution. F/u info received from the pt states that she followed the instructions for use, but had not noticed that the product was expired at the time of use. She typically uses alcon optifree multipurpose lens care solution. She stated the emergency room applied a numbing drop and a patch, prescribed gentamicin and opcon-a redness relief drops and was diagnosed with a chemical burn. The eye was still very painful, red and swollen on monday and a visit was scheduled with a medical doctor for tuesday. At tuesday visit, the medical doctor discontinued gentamicin and opcon-a, replacing with zylet 4x day and bacitracin with a patch at night. Follow up scheduled for 13 sept. The pt reported she usually uses multipurpose lens care solution. She purchased clear care from a clearance bin and did not notice the product had passed the expiry date. She states she followed the instructions for use. F/u info received from the pt states that she is healing and has been advised to f/u with an eye care professional. The pt declined to provide any further info. This event is considered as a possible significant corneal abrasion. The precautions section of the package insert specifically states "use before the expiration date marked on the container."

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000 analyzer using reaction vessels of lot 73464p100 generated error code 1007, unable to process test, activated read error. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.